Event description:
It is reported that device is non specific broken. It is blocked / stuck. There is no patient injury.

Manufacturer narrative:
Product analysis: the service report confirmed the complaint and noted the broken bur was stuck in the collet; the rear end inner parts were heavily polluted with foreign debris and the excluder was missing from the rear end. Visually, the inner shaft was broken approximately 0.63 inches from the distal end of the inner hub. A proximal portion of the outer hub that was approximately 0.66 inches in length was separated from the rest of the hub; the distal portion of the hub was not returned. There was deformation in the distal outside diameter of the inner hub which would have resulted in the reported event. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.347 inches in the deformed area which was out of specification. The hub bushings were rough and worn. The inner hub seal was out of place and protruding from the proximal end of the hub. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. If information is provided in the future, a supplemental report will be issued.